Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastrointestinal tract during a hemorrhoids ligation procedure performed on (B)(6) 2021. During the procedure, the device failed to deploy off the band and did not able to ligate the hemorrhoids. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was partially rolled in the handle assembly and was not secured in the handle slot when received. It was also possible to observed that the slack on the trip wire was not removed during the device setup. Microscope investigation was performed and it was found that the ligator head teeth were bent, and the bands were torn. Additionally, the suture was returned cut with evidence of a sharp tool being used. No issues were observed on the suture hole. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the trip wire to slip during deployment, leading to the improper deployment of bands and the damage to the ligator head teeth and bands. Based on the condition and evaluation of the returned device, this problem is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastrointestinal tract during a hemorrhoids ligation procedure performed on (B)(6) 2021. During the procedure, the device failed to deploy off the band and did not able to ligate the hemorrhoids. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.